Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) had sudden decrease in longevity. This crt-d was explanted. No additional adverse patient effects were reported.